Event description:
The device was being used to treat a patient and dashed lines were reportedly observed on the display while attempting to monitor the patient's ECG rhythm. The patient's outcome and details were not reported.